Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep reports that for a couple months the patient (pt) has sometimes felt a burning sensation at the ins implant location. Pt reports the sensation is becoming more frequent. Rep met the pt yesterday and the impedances were all normal. Pt has not turned ins off so rep told the pt to try turning off the ins and seeing if she still feels the burning sensation. Rep called pt back today and pt said she does not feel the burning sensation when the ins is off. Rep reports the pt said today that there is a "smell of burning flesh." Rep said the doctor checked the pt yesterday and did not find an issue and also told the pt to try turning off the ins.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per information from patient (pt). Pt had been having burning problems in their back. Patient stated that they went to see healthcare provider (hcp) and manufacturer representative (rep) met them there and the rep told them to call patient services (pss) for some replacement equipment. Pt noted that hcp was at campbell clinic. Pt said that hcp/rep had them turn the implantable neurostimulator (ins) off and that they were instructed to leave the ins for several days to see if the burning would start again or not so it could be determined if the ins battery needed to be replaced or not. Pt said that the recharger was worn and kept shorting out, so even if they sneezed the ins recharging connection would be lost. Pt said that there was also something rattling around inside of the controller. Agent sent requests to the repair department to replace the controller, battery pack (due to age of the battery pack), and the recharger. When asked for the event date, pt said that they first heard the controller rattling today while at appt with hcp/re p. Pt said that the burning had been going on for a little while, but they ignored it as they thought it was just usual pain. Pt said that the issue with the recharger had been going on for maybe six months, but they weren't really sure. Per additional information from manufacturer representative (rep) on 20february2025. Rep stated that the cause of the burning at the ins site was not determined. Physician had patient go over the weekend with the device off and have not heard from the patient to see if they were still experiencing the burning. Patient weight at the time the event occurred and the issue resolved status was unknown.